Manufacturer narrative:
Additional information: h3 - device evaluation: lens was returned in vial, in liquid. Visual inspection found optic and haptic torn. Claim# (B)(4).

Manufacturer narrative:
Corrected data: d10 date in previous MDR (B)(6) 2020 is corrected to (B)(6) 2020. Claim#(B)(4).

Manufacturer narrative:
Brand name: collamer ultraviolet-absorbing posterior chamber single piece foldable intraocular lens. No similar complaint type events were reported for units within the same lot. (B)(4).

Event description:
A cc4204a, +19.0 diopter, intraocular lens was received with a lens tear on optic and haptic. Additional information has been requested but none has been forthcoming. If additional information is received a supplemental medwatch report will be submitted.